Event description:
It was reported that during a stenting treatment procedure, no cross and stent damage occurred. The 99% stenosed target lesion was located in a calcified, moderately tortuous vessel distal of the left circumflex artery (lcx). The physician advanced a 2.50 x 28mm promus element stent to the lesion but could not cross. The device was removed from the patient and the physician noticed stent damage. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).